Event description:
It was reported that the device gets hot. No user injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and bent pins were observed on the cord connector. The bent pins on the cord connector prevented the mdu from inserting into a test control unit. Factors that could have contributed to bent pins include twisting the connector during insertion into a control unit receptacle. Mdu passed functional testing after the bent pins were straightened out. No overheating occurred during functional testing of the product. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.